Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an unknown procedure. Reportedly, the vessel locator popped up prematurely. Hemostasis was achieved with manual compression. There were no patient effects. No add'l info is available.

Manufacturer narrative:
The device was received. Investigation is not complete. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info. (B)(4).